Event description:
A customer reported that all of the ophthalmic surgeons were complaining of leaky valve entry systems over a two week interval. The procedures were completed without consequences to the patient. Additional information and product samples have been requested.

Manufacturer narrative:
Additional information: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).